Event description:
It was reported that the physician "fooled us" and told the patient that their device would last 20 years and yet their device only lasted between 7 to 10 years due to battery depletion. It was also reported that "for all the years that the patient had the device, it's only worked [stepped in or paced] for 3 seconds." The patient is currently living in kuwait and has been told it's time to either remove or replace the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2006. (B)(4).